Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 250 mg/dl. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. The alarm was cleared and insulin delivery was resumed to address the issue.